Manufacturer narrative:
(B)(4).

Event description:
Received info the pt programmer would not work with or without the external antenna. The antenna jack was replaced by the MFR. Pt had radio frequency treatments a couple times and now has pain in his back where the ins is located. He also cannot adjust the stimulation with or without the antenna attached. He just received a new programmer and initially it worked just fine and now it does not work at all and the recharger took 30 minutes to find the ins. Again the MFR replaced the antenna jack and found pins 4 and 5 open. Add'l info received stated on (B)(6) 2011, the pt had the ins moved from the back to the front. He was successfully reprogrammed and is now able to recharge. Pt is no longer having any problems with his device system.